Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. Imaging was performed and a pulmonary embolism was detected. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.